Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Please explain what is meant by, "would not release the tissue?" Did the jaws of the device not open? If yes, how was the device removed from the patient? How was the case completed? What is the current status of the patient? Per the scrub nurse, the doctor had to cut the device loose. The case was completed with another like device. Patient status is unavailable but there was no patient harm.

Event description:
It was reported that during a robotic prostatectomy, the device failed to fire and would not release the tissue. A second device was opened to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: release button, cartridge. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, the device was received with the knife advanced into lockout region thus, the device would not open. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.